Event description:
Reference number (B)(4). Event occurred in the turkey. It was reported that the patient experienced an event of fast dropping blood glucose levels leading to hospitalization on (B)(6) 2025. The length of hospitalization was more than 24 hours. Insulin was administered using serum during hospitalization. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : turkey. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.